Event description:
It was reported that the patient was delivering boluses without his command on his personal diabetes manager (pdm). The patient reported he received 375 grams of carbs and a total of 53.6 units this day, which he reports is incredibly high for him. However, verification of data logs show that each bolus was calculated & adjusted using the bolus calculator and the bolus delivery was made only after the user provided confirmation. This indicates that the bolus deliveries were programmed by the user. Also, the bolus calculations suggestions were inspected. It was observed that the calculator functioned as intended and calculated accurately based on the inputs. Investigation found no issues with the bolus calculator. No medical attention was required as a result of the event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. It should be noted that this patient called and reported multiple events alleging the same malfunctions. You can find those submitted as follows: (B)(4).

Manufacturer narrative:
The customer reported that they received multiple uncommanded boluses on(B)(6) 2023 (date of occurrence). The physical controller was not returned for investigation. The user uploaded the device android log files to cloud. These files were downloaded for the investigation. The phb audit logs showed that the agc algorithm functioned as intended and adapted the basal rates based on the egvs and user inputs. The log files were overwritten and contained information from 4-jul-2023 onwards. The audit logs showed that on (B)(6) -2023 multiple boluses were delivered: 10.1u at 2:13, 12.3u at 3:18, 9.75u at 3:58, 1.8u at 17:28 and 0.6u at 17:53. Although the audit logs show evidence that boluses were delivered, without the log files from the date of occurrence it could not be determined if the user interacted with the controller for these bolus deliveries. The exact cause of the reported uncommanded boluses could not be determined.